Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the equipment gave an error. The staff changed the electrode and there were no further problems. However, due to this issue, there was more than a 30 minute delay in the procedure. There was no patient injury. Patient information is not available.